Event description:
It was reported to resmed that a patient's aircurve 10 device allegedly overheated and caught fire on (B)(6) 2024, igniting the mattress and bedding while the patient was asleep. The patient stated they had been using the device for approximately three hours and had filled the water tank prior to use. The fire was contained to the bedroom, with smoke damage reported throughout the home. The patient reported psychological distress (ptsd and anxiety) following the incident.

Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company's ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: (B)(4).